Event description:
The customer reported that when her blood glucose reached 298 mg/dl ninety minutes after the pod was activated she realized she never felt the needle insert.

Manufacturer narrative:
The device returned but the investigation is not yet completed. Qualification records were reviewed and the product lot met all acceptance criteria.